Event description:
It was reported that four minutes after starting the patients first dialysis treatment, the patient experienced syncope. It was reported that a polyflux dialyzer was used.treatment was stopped immediately and the "symptoms were slightly relieved", however, the symptom "aggravated again" and the patient experienced chest tightness and cardiac arrest. It was reported that the patient underwent two hours of rescue extracorporeal membrane oxygenation treatment then the patient was sent to the intensive care unit for further treatment. Subsequently, the patient passed away. The cause of death was unknown. It was reported an autopsy was not performed. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.